Event description:
It was reported, the subject device had blurry image. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. Device evaluation found blurry image. Additionally, it was noted that the outer tube is dented, lg-connector had loose adapter and image goes out of focus a device history review (DHR) of the current product was conducted, and no issues were found. Olympus will continue to monitor field performance for this device.